Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was cracked and the plunger head was broken. Functional testing could not be performed due a broken carriage and position pot tab. According to the investigation, this issue was a result of the customer's physical damage to the device. The carriage, plunger cable and position pot were replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the plunger head was not working properly. It was also reported that the pump may not have been reading the syringe or alerting "no syringe". Patient involvement is unknown.